Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was confirmed and reproduced. Evaluation found row 3 keys #0, #1, #2, and #3 was acting as row 2 keys on/off, setup, ok, run/stop caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad. It was also reported there was no patient involvement.